Event description:
It was reported that during an unknown procedure the adhesive on the buttress did not want to adhere as normal. This happened across several staples, buttress had to be manually applied when it would not adhere. After a six minute delay the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: it is stated " this happened across several eaches", how many devices presented the alleged issue on this one patient during this single surgical procedure?-11 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that one, unopened 1-up carton was returned with the triggered temperature sticker that was pink, indicated that the package was subjected to a temperature in excess of 50°c. The device was opened and visually inspected for damage to the buttress attachment material (bam) pattern and found to appear conforming. This would indicate that while this particular carton may have been subjected to elevated temperatures at or above 50°c, it was likely still below the actual melting point of that particular batch. Although it cannot be confirmed, based on the event description the secure attachment of the spent devices may have been compromised due to high temperature exposure. As stated in the IFU, prior to using the device, users should check to see if the heat indicator sticker on the secondary carton has been activated. Do not use echelon endopath staple line reinforcement if the heat indicator sticker is red/pink, indicating that functionality of the echelon endopath staple line reinforcement has been compromised and should be discarded. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reported incident.